Event description:
It was reported that during preparation for an ablation procedure with a polaris x steerable diagnostic catheter, there was grease in the catheter handle. The procedure was completed without any patient complications. The device will be returned for laboratory analysis.

Manufacturer narrative:
The polaris x steerable diagnostic catheter was returned to boston scientific for analysis. Visual inspection noted a foreign material that was found between the handle and the thumbwheel of the catheter. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during preparation for an ablation procedure with a polaris x steerable diagnostic catheter, there was grease in the catheter handle. The procedure was completed without any patient complications.